Event description:
The dealer reports that the r1637 is in 3 pieces. On (B)(6) 2014, dealer reports the surgeon was performing a spinal fusion when the device broke and almost tore the dura, (B)(6) 2013. No harm to patient. X-ray was taken, nothing was found in the patient. Procedure was delayed 20 minutes.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.